Manufacturer narrative:
Clinical code: 4843 - endoleaks: as reported in the intake form event endoleak type 1. Impact code: 2199 - no health consequences or impact: as reported in the intake form no harm to the patient's health. Medical device code: 3190 - insufficient information. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - device not accessible for testing: device remains implanted. 4111 - communication/interview: awaiting further information from the site. 4117 - trend analysis: 4 year review was performed which gave an occurrence rate of (B)(4) for leakage > endoleak > type 1. No trend requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation findings: 11 - conclusion not yet available.

Event description:
The patient who had undergone graft replacement from the distal arch to the descending aorta developed a pseudoaneurysm at the distal arch anastomosis. Total arch replacement and frozen elephant trunk (tar-fet) was performed to treat the pseudoaneurysm. The procedure was completed successfully, however, a postoperative CT scan revealed a type 1b endoleak. A semi-emergency tevar will be performed on (B)(6) 2024 using a relaypro nbs (28-n4-34-209-34u). Operation type: tar-fet. No harm to the patient's health.

Manufacturer narrative:
Clinical code: 4843 - endoleaks: as reported in the intake form event endoleak type 1. Impact code: 4625 - additional surgery: intervention was require. Tevar was planned to be performed on (B)(6) . The semi-emergency tevar was performed successfully. 4642 - additional device required: a relay-pro nbs (28-n4-34-209-34u) was implanted near the anastomosis. Medical device code: 2993 - adverse event without identified device or use problem: the site confirmed that they believe the event is not related to a device failure of deficiency, but rather a landing on the artificial graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4 year review was performed which gave an occurrence rate of 0.104% for leakage > endoleak > type 1. No trend requiring action at this time. 4111 - communication/interview: additional information was received on 23 dec 24 which confirmed: · intervention was require. Tevar was planned to be performed on (B)(6) · the type 1 endoleak was not observed intraoperatively. The device was implanted on (B)(6) and the type 1 endoleak was observed during follow-up performed on (B)(6) . · the endoleak type 1 was not associated with any other device event migration, integrity failure. · the endoleak reported on this event intake form was discovered during a post-operative contrast CT scan. During this contrast CT scan, the patient went into shock and was found to be allergic to the contrast agent. · there was no problem with the patient · the site confirmed that they believe the event is not related to a device failure or deficiency, but rather a landing on the artificial graft · the semi-emergency tevar was performed successfully. A relay-pro nbs (28-n4-34-209-34u) was implanted near the anastomosis. · the patient had undergone graft replacement of the descending and thoracoabdominal aorta, so the distal landing was on the artificial graft 4117 - device not accessible for testing: device remains implanted 3331- analysis of production records: comprehensive batch review was performed from raw material to finished product. No issues were identified during manufacturing process. Device was manufactured to specification. Investigation findings: 213 - no device problem found: comprehensive batch review was performed from raw material to finished product. No issues were identified during manufacturing process. Device was manufactured to specification. The root cause of the event was determined to be procedure related. No casual link was identified between the device and the event, the site confirmed that they believe the event is not related to a device failure of deficiency, but rather a landing on the artificial graft. Investigation conclusion: 4310 - cause traced to non-device related factors: the root cause of the event was determined to be procedure related. No casual link was identified between the device and the event, the site confirmed that they believe the event is not related to a device failure of deficiency, but rather a landing on the artificial graft. 4323 - device problem excluded: comprehensive batch review was performed from raw material to finished product. No issues were identified during manufacturing process. Device was manufactured to specification. The root cause of the event was determined to be procedure related. No casual link was identified between the device and the event, the site confirmed that they believe the event is not related to a device failure of deficiency, but rather a landing on the artificial graft.

Event description:
The patient who had undergone graft replacement from the distal arch to the descending aorta developed a pseudoaneurysm at the distal arch anastomosis. Total arch replacement and frozen elephant trunk (tar-fet) was performed to treat the pseudoaneurysm. The procedure was completed successfully, however, a postoperative CT scan revealed a type 1b endoleak. A semi-emergency tevar will be performed on (B)(6) 2024 using a relaypro nbs (28-n4-34-209-34u). Operation type: tar-fet. No harm to the patient's health. This report is being submitted as follow up #1 for manufacturing report number 9612515-2024-00084 to provide event closure information for tag0116